Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: smartablate generator, model #: m-4900-07, serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a pulmonary vein stenosis requiring angioplasty. Seven months post-procedure, the patient returned with left pulmonary vein stenosis. Angioplasty was performed on both left pulmonary veins. Patient was reported to be in stable condition at the time of complaint report. Although the patient required a return to the cardiac catheterization laboratory for a percutaneous coronary intervention (pci), there is no information regarding extended hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.